Event description:
IV pump alarming battery alert while plugged in. Manufacturer response for infusion pump, baxter sigma spectrum infusion pump (per site reporter): loaner pumps were sent and staff to repair pumps.